Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 200 units of insulin. The customer's blood glucose level was 79 mg/dl. During troubleshooting with tandem technical support, the customer reloaded the existing cartridge and received an accurate fill estimate.